Event description:
It was reported that the ceiling articulating arm had broken and fell to the floor with the injector attached, bruising the technician's right hand. The arm cracked at the junction where the articulating arm slides on the round shaft of the down column rod. A loaner injector was installed by e-z-em and the customer's unit was returned for evaluation.